Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she has had the device taken out, because "it wasn¿t working; it stopped working probably about 6 or 7 months ago. The patient saw the representative then" and asked why it wasn¿t working, like if there was an issue with battery depletion and she responded that "the battery was working, it just wasn¿t helping me". Patient stated she has had falls while having the implant put in but could not remember which years she had falls. It was also noted that the falls could be related to reported issue. The patient reported loss of therapy. Patient wanted to know what to do with the programmers that she has. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, even though they kept changing the programming, nothing worked and it was not helping so it was removed. It just stopped working and was removed.